Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received insulin flow block alarm which occurred frequently during one month. It was reported that it was confirmed that insulin dripped by fill tubing process. During the self test the insulin pump received a hardware low level failure alarm. The customer's blood glucose level was unknown. Product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test or power loss alarm noted during testing or in the device trace download. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly.